Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the pressure line of an rt265 infant breathing circuit disconnected from the ventilator when the patient was being moved. The hospital also reported a second incident where an rt265 infant breathing circuit disconnected from the swivel y-piece, also while the patient was being moved. No patient consequence was reported.

Manufacturer narrative:
(B)(4). One of the complaint breathing circuits is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: one of the complaint rt265 infant dual-heated evaqua2 breathing circuits was returned to fph in (B)(4) for evaluation. The breathing circuit was visually inspected and pressure tested for leaks. Results: the pressure test revealed that the breathing circuit was within specification. The inspiratory and expiratory limbs did not detach from the swivel y-piece during the pressure test. Visual inspection revealed that the inspiratory limb was damaged approximately 310mm from the patient end connector. A lot check was not performed as no lot information was provided by the hospital. Conclusion: the connections of the rt265 circuit are designed to conform to the relevant iso standards for this type of device. The connections of the inspiratory and expiratory limbs are a standard 1 in 40 medical taper-fit and the pressure line is a standard luer 6% taper. We were unable to determine what may have caused the problem reported by the customer as the reported fault was not replicated during inspection. The hospital has confirmed that the subject breathing circuit was in use before the disconnection occurred, and that the breathing circuit disconnected while the patient was being moved. Training has been provided to the hospital. All infant breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the pressure line of an rt265 infant breathing circuit disconnected from the ventilator when the patient was being moved. The hospital also reported a second incident where an rt265 infant breathing circuit disconnected from the swivel y-piece, also while the patient was being moved. No patient consequence was reported.